Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and signs of intracapsular rupture on the right side. Benign fibrocystic mastopathy with a predominance of the fibrous component, without micronodules or signs of degeneration shown by mammogram. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and signs of intracapsular rupture on the right side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and rupture reviewed. Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture. Baker grade IV, and rupture diagnosed by mammogram. The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and signs of intracapsular rupture on the right side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings on posterior and anterior side assessed as surgical damage and observed broken on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And rupture. Diagnosed by mammogram. The device has been explanted and replaced with a non-allergan device.